Event description:
As reported, the patient had an initial right tsa on (B)(6) 2023. The patient presented on (B)(6) 2023 and patient had chronic dislocations. The patient was revised on (B)(6) 2023. The case report form indicates that this event is possibly related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
Pending investigation.

Event description:
Approximately 14 day(s) post-operative of a revised right rtsa, it was reported via clinical study that the patient experience another dislocation with an additional description of chronic dislocations. It was reported in an earlier event that patient experienced an earlier dislocation when subject reported a pop during stretching exercises in postoperative physical therapy appointment. After visiting a walk-in orthopaedic clinic, x-rays revealed a dislocated protheses. The earlier event was treated with medication and then resolved by revision surgery. The patient underwent another revision in which the rtsa was converted to a standard hemi with humeral reconstruction stem. The outcome of this event is now considered resolved and the clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, the following sections a2, b5, e1, g1, g3, and g6 have been updated accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.